Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced keypad anomaly. It was reported that the up arrow button was not responding. Customer's blood glucose was not reported. Troubleshooting could not be performed as customer was not available with insulin pump. Customer would call for troubleshooting and replacement.